Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that it was unknown if action was required as a result of the event. It was noted that diagnostic testing included impedance testing, x-rays, and reprogramming. It was noted that symptoms included a shocking sensation at the mouth. No additional information available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).